Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measuring 131 ohms. Technical services (ts) was consulted, and further monitoring was recommended. No adverse patient effects were reported. This system remains in service.